Manufacturer narrative:
On 20-apr-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a vizigo sheath and air escaped from the luer fitting of the device. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Visual inspection and functional testing were conducted on the returned device following internal procedures. Visual inspection revealed several kink marks in the shaft. An irrigation test was performed, and no issues were observed during the procedure. No irrigation or leakage issues were fond. Device history record review was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The hub leakage issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The kink marks was not related to the reported event and the potential cause of this failure could be related to the handling of the device after the procedure; however, this can not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a vizigo sheath and air escaped from the luer fitting of the device. A second device was used to complete the operation. There was no adverse event reported on patient.